Event description:
It was reported that the pt experienced an overstimulation sensation. The pt touched the inside metal portion of a broken light bulb on a string of decorative lights, while the lights were being plugged in. The pt was "electrocuted" for "ten to fifteen seconds." Following this event, the stimulation was noted to be painful, and the ins was also painful. The pt met with the physician, who tried to reprogram the ins. No further details were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).